Event description:
Dealer states: on parts order (B)(4), dealer received part 1109532, joystick which would run a couple of seconds and then shut the chair down. Seven flashes after it shut down. Dealer had a loaner joystick on the chair which operated the chair fine. He put his new one on and the chair acted as the dealer stated above.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model nutron r51, serial number/date code is (B)(4). The owner's manual part number 1106645, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.